Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the innovin method. The meter result was 3.9 inr and within minutes the laboratory result was 2.8 inr. The patient's therapeutic range is 2 - 2.5 inr. There was no allegation that an adverse event occurred. There were no recent changes in diet or lifestyle and no known autoimmune disease. No product was returned for investigation. Relevant retention test strips (lot 314047) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.